Event description:
It was reported that the user experienced recurrent nocturnal hypoglycemia, including three low glucose events with a documented nadir of 57 mg/dl, after using a ¿less than meal¿ entry at dinner and subsequently required clinician support for troubleshooting and education. Symptoms included feeling cold, abdominal discomfort, and restless legs. Outcomes included self-treatment with approximately 8 grams of oral carbohydrate and subsequent recovery, with a later blood glucose of 131 mg/dl. Investigation included review of device data, user-reported history, and clinician-led assessment focused on nocturnal lows. Investigation of this case revealed no device malfunction identified and suggested a potential mismatch between meal entry selection and insulin dosing as a plausible contributor, with cause ultimately not established. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.